Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, investigation conclusions) a getinge field service engineer fse inspected the unit and was unable to replicate the reported issue. The unit successfully completed a simulated treatment using a test catheter and trainer with no anomalies observed. The fse reviewed the system logs and found no entries directly related to an overheating event or the users complaint. However, approximately 40 occurrences of code 118 solenoid driver board were noted. All solenoids were tested individually through the pneumatic system display. Each solenoid functioned properly, with corresponding leds illuminating and extinguishing as expected during activation and deactivation. The unit also passed a full manifold test without issue. Given the lack of any fault codes related to overheating, the successful functional testing, and the repeated log entries for code 118, the fse replaced the solenoid control pcb as a precaution. The removed board was clean, dust free, and showed no visible signs of physical damage, fluid ingress, or other indicators of failure. After replacement, the unit completed a full system checkout, including calibration, and passed all functional and safety tests in accordance with factory specifications. Service was completed, and the device was returned to operational status. The failure analysis and testing dept received part with a reported unit failure of a system overtemperature and a code 118. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the procedure. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N /a

Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6) hospital center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) displayed an overtemperature alarm repeatedly. No patient harm or injury was reported.